Event description:
The patient reported: I went to visit my dentist for a cleaning and yearly x-rays. The first picture was taken before ((B)(6) 2020). I started byte in (B)(6) 2020, and the second was from yesterday. I was advised not to continue with byte because of the effects it's having on my bottom teeth, as I'm losing bone. I believe I'm due a refund. A letter of recommendation was provided in the patient's files, advising the customer to seek chairside orthodontic care to address dental concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.